Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part ofan ongoing study of the axsym system by abbott into the causative reason for malfunctions. Resultsof the investigation yielded a number of system enhancements implemented on customer units. Improvements included asxym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 11/07/96, an erratic valproic acid result of 7 mg/l was reported, which was run on the analyzer. The pt was an outpt, diagnosed with pneumonia. As a result of the 7 mg/l result, which was produced at 17:39, the pt was dosed in the evening and again the next morning. The message history log for analyzer showed a message of "liquid not found" at 16:39. A probe clean did not appear to have been done on the shift that night. The pt's parents became concerned because the child was lethargic and sleeping a lot. It was requested that the pt sample be retested. Results of the retest were 92/96 mg/l. The account requested to have the pt redrawn, but did not receive another specimen. No further pt info rec'd.